Event description:
The customer alleged the instrument generated approximately 10 erroneous high bunm (urea nitrogen) and low crem (creatinine) patient results and found a contained leak from the mc (module chemistry) sample probe on their unicel dxc 800 synchron system. The customer stated the alleged erroneous results were not released outside of the laboratory and there was no impact to patient treatment. The customer stated the leak from the mc sample probe was contained to the instrument but was unable to determine the volume of the fluid. The operator was wearing personal protective equipment and no injury or exposure was reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and confirmed the mc (module cup) sample probe collar wash solenoid valve was not vacuuming properly. The fse replaced the valve to resolve the issues, no further leaking or instrument issues were observed.